Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was reported that two stations had become stuck, and it failed to log in. The technical support specialist (tss) advised the customer to check with the hospital information technology (it) team to resolve the issue. And tss had closed the case due to a lack of information from the customer regarding the issue resolution.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stuck on login. The customer reported that the users were unable to login to the station and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.